Manufacturer narrative:
Functional test: sample was tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass through filter. The complaint is confirmed. Functional test: sample was tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass through filter. The complaint is confirmed. Root cause based on the tests results, it is concluded that the failure could be reproduce in two ways: when the excess of solvent is not cleaned before to assembly the tube with the component. When the tube is introduced two times in the solvent dispenser (procedure is not followed). Action taken q alert (B)(4) was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. Completed on (B)(6) 2021. Personnel notification was performed on (B)(6) 2021 to notify production personnel about the failure mode reported by the customer.

Event description:
It was reported that a patient reports "upstream occlusion" alarm on both pumps. Patient reports she has been connected and pump infusing for some time before the alarm occurs. No patient injury was reported.

Manufacturer narrative:
Functional test: sample was tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass through filter. The complaint is confirmed. Functional test: sample was tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass through filter. The complaint is confirmed. Root cause based on the tests results, it is concluded that the failure could be reproduce in two ways: when the excess of solvent is not cleaned before to assembly the tube with the component. When the tube is introduced two times in the solvent dispenser (procedure is not followed). Action taken q alert (B)(4) was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. Completed on (B)(6) 2021. Personnel notification was performed on (B)(6) 2021 to notify production personnel about the failure mode reported by the customer.

Event description:
It was reported that a patient reports "upstream occlusion" alarm on both pumps. Patient reports she has been connected and pump infusing for some time before the alarm occurs. No patient injury was reported.